Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown; information not provided. Section e1: email: unknown; information not provided. Section e1: telephone number: (B)(6) section h3: the device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that during the surgery the operating technician staff went to open the iol box and although the outer box was intact, the inner plastic packaging was not sealed as there was no backup lens available, the surgeon implanted the unsealed iol in the patient's right eye. No injury has been reported. The account confirmed via follow up that there was no shipping damage observed but there was a breach in the sterile barrier of the device. No further information is available.